Manufacturer narrative:
The display was blank due to corrosion on the keypad traces and the dome switches.

Event description:
It was reported that the insulin pump alarmed button error. The reported blood glucose reading was 247 mg/dl. Troubleshooting was performed, but the insulin pump could not be restored to normal operation. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.